Manufacturer narrative:
272491 evaluation statement: the reported event of an unspecified device failure could not be confirmed. Although the device logs and customer dataset were received, the logs do not contain any information for the reported event date. Multiple attempts were made requesting clarification of the reported event, however no further details were received. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported an unspecified device failure. There was no report of patient harm.